Event description:
It was reported that during a lap gastric bypass procedure, the trigger that attaches to the anvil to close the device pushed back into the device. The made it difficult to load. An attempt was made to load it a couple of times but without success. Another like device was used in the same procedure. It was closed down on the stomach but an attempt was made to reposition the device, but it would not open. The device was fired across the stomach and after pulling on the handle, it did open. Once opened, it was observed that it had stapled properly. There was no adverse patient consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.